Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the severely calcified and mildly tortuous mid left circumflex artery and left anterior descending artery. The opticross hd imaging catheter was advanced over a 0.014 inch non-boston scientific guidewire for ultrasound examination of the target lesion. During the procedure, the guidewire spun with the catheter and became stuck in the coronary artery. The physician managed to remove the whole system. The procedure was completed with an alternate method and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked and the imaging window and drive cable were twisted. Microscopic inspection also revealed the guidewire exit port was lifted, but the distal section of the tip was in good condition.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the severely calcified and mildly tortuous mid left circumflex artery and left anterior descending artery. The opticross hd imaging catheter was advanced over a 0.014 inch non-boston scientific guidewire for ultrasound examination of the target lesion. During the procedure, the guidewire spun with the catheter and became stuck in the coronary artery. The physician managed to remove the whole system. The procedure was completed with an alternate method and there were no patient complications.